Manufacturer narrative:
The technical support team at access bio tested the retained product of lot number: ch20l06 which showed proper results for positive and negative quality control (qc) samples. In addition, external positive and negative control swabs showed the corresponding control and test lines. However, in the absence of information from the customer, it would be difficult to rule out the potential root causes identified below. The customer might inadvertently use negative control instead of positive control or might not follow the instructions for use (IFU) such as excessive buffer application to sample well of the test device or not performing test immediately after opening the test device in the pouch. This product lot continues to demonstrate field performance within the specification of product claims, relative to the quantity of strips in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
The customer reported on (B)(6) 2021, a suspected false (incorrect) negative result from a rapid result covid test system on multiple symptomatic patients (number of patients unknown; lot number: ch20l06) the customer reported performing the quality control steps as instructed on the instructions for use (IFU) and reported that the external positive quality control did not render the test line on the testing window (lot number: ch20l06). The customer performed the quality check for another carestart box (from the same lot) which was passed and then tested the patients and the test result was positive. No adverse patient effects were reported. Access bio followed up three times on (B)(6) 2021 and december 15 and 20, 2021 to better understand the facts and circumstances for the tests. On a follow-up conversation with the customer on (B)(6) 2021, the customer provided the following information: a. The customer stated that they have completed approximately 600 tests using the product within the last three months and have not had this issue. B. The test kits are maintained in a climate-controlled area and are not exposed to temperature extremes. C. Customer also noted that only the nurses and the doctors administer the tests and follow the test as instructed. D. Instead of swabbing one nostril they swab both nostrils in every single patient.